Event description:
It was reported that patient was not able to adjust the stimulation on his device. It was noted that the patient saw the 'call your doctor' icon displayed on the device. It was noted that a power on reset (por) condition occurred and the patient saw a 'triangle in the upper left corner.' It was further noted that the patient's stimulator 'stopped working' on the morning of the report and he could not feel a stimulation sensation. Additional information received reported that the patient's por was cleared by a clinician programmer a week after the report. It was noted that the cause was unknown. No patient symptoms were reported. It was noted that after clearing the por, the patient was 'getting excellent coverage of his painful areas.' Additional information received reported that the patient received assistance from his physician and manufacturing representative and his concerns were resolved. It was noted that the patient did not have concerns with his device or therapy.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).